Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified. Based on the analysis, the alleged unresponsive touchscreen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the pump touchscreen was unresponsive on the tandem t button. Customer's blood glucose was 97 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.